Manufacturer narrative:
Unit received with intermittent button response due to light moisture damage to keypad traces. Unit received with minor scratches on lcd window. Unit received with cracked case at reservoir tube window corners. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5.

Event description:
Customer reported via phone call of being stuck in rewind. Customer was not able to get out of rewind due to buttons being unresponsive. Insulin pump would need to be replaced.